Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the verbatim: I have had an incident form submitted regarding an alaris smartsite needle-free system which we use for our tpn infusions. The report states it was leaking. The packaging has been disposed of as the product was being used on a patient.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Additional information: material number added to d tab with device name. Investigation results: a mfx2275e product was not available for investigation, however the customer indicates that fluid was observed to be leaking from the vicinity of the filter, however the exact location of the leakage could not be clarified. A photograph of the device was provided by the customer; however no obvious potential source for the leakage was visible during analysis of the photograph. The details of this feedback were shared with the legal manufacturer of the product, impromediform gmbh for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mfx2275e product over the past 12 months.